Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event was caused by wear, reprocessing, handling methods, or procedures. A root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: MFR report # 3002808148 - 2023 - 01563. Patient identifier : (B)(6) additional information provided by the customer: please see updates to b5. B5: additional information provided by the customer. Event was described by the customer as the white balance failed and the screen was grainy with lines. The issue happened when the user first plugged the scope in. The user shut everything off and turned it back on and it still happened. The user switched out scopes and it happened again. The user switched out the device and completed the procedure. The procedure was reported as upper gi endoscopy (egd).

Event description:
Additional information provided by the customer. Event was described by the customer as the white balance failed and the screen was grainy with lines. The issue happened when the user first plugged the scope in. The user shut everything off and turned it back on and it still happened. The user switched out scopes and it happened again. The user switched out the device and completed the procedure. The procedure was reported as upper gi endoscopy (egd).

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was not confirmed. Device evaluation revealed a bad scope socket, and the front panel mouth was cracked. In addition, the evaluation found a non-olympus xenon lamp meter reading over 400 plus hours of use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was presenting a b30 scope communication error during use. There were no reports of patient harm or impact associated with the event.